Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and an electrocardiogram (ECG) indicated left bundle branch block (lbbb). The valve was recaptured due to the conduction disturbance. The valve was deployed again at 5-6mm and complete heart block (chb) occurred. Temporary pacing was used. Subsequently, one week post implant a permanent pacemaker was implanted. No other adverse patient effects were reported.